Event description:
It was reported that the docker sprayed biohazard on the wall and floor of the utility room. There was no patient involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was repaired by a field service representative. The investigation is pending and this report will be updated when the investigation is complete.